Event description:
On (B)(6) 2023, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on the liberty select cycler was hospitalized due to slow drains during pd therapy. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient's pdrn, it was reported this patient was hospitalized on (B)(6) 2023 for slow drains during ccpd therapy on the liberty select cycler at home. The patient's slow drains were attributed to adhesions and persisting pd catheter (not a fresenius product) complications from a previous hospitalization on (B)(6) 2023 (event captured and investigated in file (B)(4)). The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. The patient has persisting pd catheter issues during ccpd therapy on the same liberty select cycler post-discharge but is refusing to transition to hemodialysis for renal replacement therapy. It was confirmed the patient's pd catheter complications, adhesions, drain complications, and the associated hospitalizations were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. File#: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).